Manufacturer narrative:
No problems were found that would contribute to the reported communication error. The cause of the reported communication error could not be determined. The exposed portion of the soft cannula was observed to be shortened and torn. The damage to the external portion resulted in the formed needle piercing the internal soft cannula. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication error.